Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that four years, nine months post implant of this annuloplasty ring, this ring was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this product was replaced because the repair was simply no longer satisfactory and the native valve had developed moderate regurgitation; there was no failure of this annuloplasty device, but rather, the patient's native valve "had given out." No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.